Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source displayed a b30 and e216-scope communication errors when being used with a bronchovideoscope bf-h190, (B)(6). This occurred during a procedure. There was no report of patient harm. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reportedly wiped the gold contacts of the scope with an alcohol wipe, and dried it. The e216 and b30 scope communication errors occurred using the bf-h190 scope (B)(6). Customer explained that other bf-h190 series scopes worked without error. They did not have another tower to test on. The clv-190 was working with other scopes, so customer will send the bf-h190 (B)(6) in for repair. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.